Event description:
Related manufacturer reference number: 2017865-2023-39053. It was reported that the right atrial lead exhibited noise. During the procedure, the physician noticed an abrasion on the right ventricular lead. Both leads were explanted and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported event of ¿the doctor noticed abrasion on the rv lead¿ was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies except for the damage found to the outer insulation which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.